Manufacturer narrative:
An inoperable implant was reported to abbott. The implant was subsequently explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient had lost stimulation and had their ipg replaced. Effective therapy was established post op.